Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that earlier this year she turned therapy off when having some injections done and because the patient had the therapy off, she went into retention. She had to go to the emergency room and was catheterized. This was a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.